Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-07656 / device 2 of 20. (B)(4).

Event description:
End user reports that the skin barriers "are off centered, but she can't be sure as she has not opened each one". She states that she is "sure there was something wrong as she had reduced wear time from 2 weeks to 4 days resulting in leakage of stool and red peristomal skin". End user did not seek medical attention for the skin issue, does not report any medical interventions to treat the area. No photograph depicting the reported complaint issue submitted by the complainant.